Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2008, inratio: 2.2, lab: 6.2 (one week later). Date: eight days later, inratio: 2.5, lab: 13.3 (may 5). Per text" one week later, the pt was in ER with inr 6.2". "The second incident was on eight days prior to original date, inr was 2.5 and on four days later, the pt was in hospital with inr of 13.3 and eventually died the same day".

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 2.2, lab: 6.2 (one week later), mean: 4.2, confidence limits: 2.4-6.1. Date: eight days earlier, inratio: 2.5, lab: 13.3 (may 5), mean: 7.9, confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are outside the confidence limits for inr testing. Per text" one week later the pt was in ER with inr 6.2". "The second incident was on eight days prior to original date, inr was 2.5 and on four days later, the pt was in hospital with inr of 13.3 and eventually died the same day". This is a adverse event case. Products will be tested when returned.